Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider requested MRI compatibility guidelines. The healthcare provider reported that the ins was ¿not activated¿ because after it was implanted, the patient turned it on and it was too painful. The indication for implant was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.